Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered a hemorrhagic stroke on (B)(6) 2016. A CT scan revealed a left frontal lobe hematoma. The patient reportedly had personality changes as a result of the stroke. The patient's anticoagulation regimen at the time included warfarin. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.